Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The trilock/summit/corail broach handle weld is broken. As a result, the pivet/articulating point of the locking bar on the handle is catching on gloves and tearing them open, making it an unsterile situation.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; appears the material around the weld pin of the locking bar is raised; however, the instrument still functions as intended. The root cause is attributed to wear out. The date code j0403 indicates the instrument was manufactured in april of 2003 and is over 13 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.